Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported at 1339 a primary infusion of decarbonize at 994.3 ml/hr with a vtbi of 580 ml to infuse over 35 min was initiated . The user added a total of 90 ml to the vtbi due to device went to a kvo rate of 20 ml/hr multiple times. At 12.2 mls infused the device alarmed for air in line alarm and infusion shut off.